Event description:
The incident was reported as a medwatch received from the FDA. Customer contacted for further information. Incident reported as: balloon trocar broke when inserted into patient for laparascopic port; plastic piece went into patient's abdomen. All the pieces were retrieved laparscopically. No patient injury reported.

Manufacturer narrative:
Sample is not available for investigation. Report source - user facility and med watch. Investigation is ongoing and not completed at time of this report. A follow-up report will be sent when investigation is complete.